Event description:
Complainant alleged that medics were attempting to monitor a pt complaining of abdominal pain, but the device screen displayed a green dot and a "status 56" error message. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.